Event description:
The customer reported a motor error alarm after exposing the insulin pump to an MRI scan. The insulin pump was removed during the procedure, but it was left in a corridor next to the room. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. The insulin pump has a missing end cap sticker.